Manufacturer narrative:
During evaluation, the following were found: electrical cable was reprocessed incorrectly and lines on image due to a faulty charged coupled device (ccd). The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the hd camera head had a noisy image with artifact lines on the screen during time out. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, lines appeared on the image due to faulty charge-coupled device (ccd). A probable cause of the faulty ccd was that it was broken because it was not reprocessed properly. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.